Event description:
After procedure ended and patient was disconnected from the minerva equipment: the console started alarming and had an odor of burnt rubber./ company representative was called and she came and replaced the console that day.